Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the vibration box. Patient described the irritation as blood marks and boils. There was no alleged device malfunction contributing to the irritation. Patient reported his spouse is a wound nurse and used iodine and covered the area with a bandage. Follow up indicated that the skin irritation is improving.